Event description:
A low positive immulite 2500 stat intact pth pt sample was reported to the physician who ordered the sample to be repeated. Upon repeat (2x), the intact pth results were more positive. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat intact pth assay results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant stat intact pth results are unk. No further eval of the device is required.